Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: opened infusomat space pump IV set. Removed cap to prepare to spike an IV solution bag. Dirt / substance seen on spike. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) photographs were provided for evaluation. Upon visual evaluation of the photos, it was identified a foreign substance on the spike. Based on the data from the investigation, the reported defect was confirmed. The most probable root cause of the defect can be attributed to embedded spots already present in the grain of the raw materials. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.